Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet occluder had been successfully implanted. It was noted that the occluder had been sized using computed tomography and trans-esophageal echocardiogram measurements. The occluder had been checked prior to release, the occluder was well oriented, 2/3 behind the circumflex artery, and the lobe of the occluder was compressed. All release criteria was met and left atrial pressure was suitable. The patient had remained hemodynamically stable throughout the procedure and there was no clinically significant delay in procedure reported. A post-implant computed tomography scan and echocardiogram was performed and revealed no change in the occluder or left atrial appendage. However, it was noted prior to sending the patient for recovery on echocardiogram, that the occluder had embolized. The decision was made to attempt to snare the occluder, but was unsuccessful after several attempts. The 28mm amplatzer amulet occluder became dislodged into the mitral valve causing a complete blockage/obstruction, resulting in a medical emergency due to no cardiac output. The decision was made to place the patient on bypass and take them in for surgery. It is unknown what caused the occluder to embolize. It was noted that on an unknown date, that the patient passed away due to an unknown cause. There is no allegation of malfunction against the 28mm amplatzer amulet occluder or procedure.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization), obstruction/occlusion, cardiac arrest, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that after the implantation of the amulet, the echocardiologist noticed the device had embolized. An attempt to snare the device, the device became dislodged into the mitral valve causing a complete obstruction which resulting in a met call and emergency situation due to no cardiac output. Then, the patient was placed on bypass and taken to surgery. Later on, the patient passed away. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported obstruction/occlusion and cardiac arrest were likely cascading event of the reported device embolization. There is no indication of a product issue with respect to manufacture, design, or labeling. H10 - additional mfg narrative - the investigation narrative was corrected.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet occluder had been successfully implanted. It was noted that the occluder had been sized using computed tomography and trans-esophageal echocardiogram measurements. The occluder had been checked prior to release, the occluder was well oriented, 2/3 behind the circumflex artery, and the lobe of the occluder was compressed. All release criteria was met and left atrial pressure was suitable. The patient had remained hemodynamically stable throughout the procedure and there was no clinically significant delay in procedure reported. A post-implant computed tomography scan and echocardiogram was performed and revealed no change in the occluder or left atrial appendage. However, it was noted prior to sending the patient for recovery on echocardiogram, that the occluder had embolized. The decision was made to attempt to snare the occluder, but was unsuccessful after several attempts. The 28mm amplatzer amulet occluder became dislodged into the mitral valve causing a complete blockage/obstruction, resulting in a medical emergency due to no cardiac output. The decision was made to place the patient on bypass and take them in for surgery. It is unknown what caused the occluder to embolize. It was noted that on an unknown date, that the patient passed away due to an unknown cause. There is no allegation of malfunction against the 28mm amplatzer amulet occluder or procedure. Subsequent to the previously filed report, additional information was received that patient date of death is (B)(6) 2023. The cause of death remains unknown as the autopsy report is still pending. The patient had a left atrial appendage that compressed the 28mm amplatzer amulet occluder to 22mm. It was also noted that the occluder was explanted and will be returned for device analysis. It is unknown if the blockage of the mitral valve with the embolized occluder resulted in the patient's cardiac arrest.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization), obstruction/occlusion, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that after the implantation of the amulet, the echocardiologist noticed the device had embolized. An attempt to snare the device, the device became dislodged into the mitral valve causing a complete obstruction which resulting in a met call and emergency situation due to no cardiac output. Then, the patient was placed on bypass and taken to surgery. Later on, the patient passed away. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported obstruction/occlusion and cardiac arrest were likely cascading event of the reported device embolization. There is no indication of a product issue with respect to manufacture, design, or labeling.